Manufacturer narrative:
On may 09, 2024, the mentor analysis lab received the suspect medical device for evaluation. On may 14, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view, measuring approximately 3.5 cm. Although no conclusion could be reach on the cause of the rupture found, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 400cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient reported experiencing back pain, cervicalgia (neck pain), and an issue with her shoulders due to the size and placement of the implants. A consultation with a medical professional was conducted, and she was diagnosed with baker grade iii capsular contracture of the left breast. As a result, the patient underwent bilateral breast implant removal on (B)(6) 2024. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2024-04457 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Upon review of the lot history records, nonconformances were discovered relating to device malfunction. Mentor will address these nonconformances within the quality system. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. H9 FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Manufacturer¿s reference number: (B)(4).